Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during use, patient connected at time of the alarm. Home patient (hp) stated the heater bag became disconnected from the heater line in fill 2. Hp stated he is not sure that the heater line was connected all the way to the heater bag. Tsr then explained the alarm to the hp and explained he will need to start over with all new supplies. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during fill 2 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the heater bag was not properly connected to line. Home patient (hp) stated the heater bag became disconnected from the heater line. Hp stated he is not sure that the heater line was connected all the way to the heater bag. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).